Event description:
It was reported that during implantation of a right ventricular leadless pacemaker (rvlp), the physician experienced difficulty navigating the device to the right ventricle. After the device crossed the tricuspid valve and was untethered, echocardiography revealed severe tricuspid regurgitation. It was suspected that the rvlp could be interacting with the valve. It was also suspected that the septal leaflet of the tricuspid valve had been damaged during the procedure. The rvlp remains implanted. During removal of the introducer, tissue was observed on the introducer. The patient was recovering following the procedure.